Event description:
The pt underwent the coil embolization of a ruptured right anterior communicating artery aneurysm. Approximately 23 months post procedure the pt underwent a further embolization treatment to occlude the aneurysm in which two stents and six non-boston scientific coils were placed. During the procedure, it was reported that an in-stent thrombus formed within the first stent. The thrombus was noted as the physician was attempting to place the second stent. Medication was given, two thirds loading dose of reopro, and the thrombus was reported to be resolved with no residual effects the same day.

Manufacturer narrative:
Unknown as the batch number was not disclosed. (Other for no allegation of product malfunction or non conformance contributing to the reported event).